Manufacturer narrative:
Device broke during the procedure. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device history records review was completed for part# 04.110.152, lot# 7037037. Manufacturing location: (B)(4), manufacturing date: sep 29, 2012. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of ti lcp wrist fusion straight plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, the plate broke while contouring during the wrist fusion surgery. Surgeon wanted to use the plate for fusing the wrist. Since the plate was not fitting the anatomy of the patient, he wanted to contour the plate further. The plate broke during the contouring of the plate. Breakage did not occur in a screw hole. Approximately 30 min delay to surgery time was reported. Procedure was completed successfully. No other medical intervention was needed. This report is for one (1) ti lcp wrist fusion straight plate. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was performed. We have received the plate (04.110.152 / 7037037) for investigation. Upon visual inspection: the part is broken and has many dent¿s from bending this thus confirming the complaint description. A device history record (DHR) review was performed for the affected lot, 22 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in september 2012. No ncrs were marked in the DHR during production. During investigation we have measured the important measures for stability on the sent back part, all measurements results were within the tolerance range (according to the drawing). As the plate is broken as described in the complaint description, the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Also we have forwarded the received plate (04.110.152 / 7037037) to the responsible person in the sustaining engineering department for evaluation, here are the findings: upon received condition: broken from the 5th distal hole, scratches on the plate. The investigation on the returned device shows that the user performed some excessive and reverse bending to the original straight plate. The pre-shaped wrist fusion plates (standard bend plate 04.110.150 and short bend plate 04.110.151) are provided, and should be used for large and medium wrist fixations. Furthermore, information regarding correct handling of the implant is provided in the important information cited in the front page of the technique guide. The investigation on the returned device shows that the user performed some excessive and reverse bending to the original straight plate. No product fault could be detected. No corrective action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.